Event description:
It was reported that the device was used during a lower anterior resection. The device was dialed down, safety released, fired and it would not fire. The device did not cut or staple. Case completed with sutures. There was no consequence to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.